Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. No noise was noted on stored events. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).